Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with continuous readings above 400 mg/dl despite a supply change and no observed infusion set issues, and the user transitioned to subcutaneous insulin by pen per guidance. Symptoms included hyperglycemia without reported acute clinical effects. Outcomes included temporary interruption of automated insulin delivery and need for back-up therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or infusion set malfunction. It was concluded that the event was user-reported hyperglycemia of undetermined cause, with resolution efforts implemented through disconnection and injection therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.